Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 302830. Batch #: unknown. It was reported by the customer that they are having some reports of ¿underfilled¿ syringes from our nicu. Verbatim: rcc received a complaint via email. Email(s) attached. We¿re having some reports of ¿underfilled¿ syringes from our nicu. It¿s the 10ml and 20ml (ref # (B)(4)). It¿s occurring in doses of antibiotics and antifungals for our nicu (which is an atypical place to have doses of these volumes for us. We have looked and see that according to the lines they look filled enough, but the pump is reading the contained volume as less than what is needed to deliver the full dose. We have checked that it¿s not due to priming tubing or bringing the top piece of the pump down forcefully on the syringe plunger.

Event description:
Additional information received: 1. Can you provide a batch number? No. 2. Can you provide an event date? This has happened on multiple occasions ¿ most recently (B)(6) 2024. We are able to reproduce the results in the pharmacy. 3. Did the event directly, or indirectly involve a patient or user? If yes, describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Yes, patient care was affected. Material #: 302830 , batch #: unknown. It was reported by the customer that they are having some reports of ¿underfilled¿ syringes from our nicu. Verbatim: rcc received a complaint via email. Email(s) attached. We¿re having some reports of ¿underfilled¿ syringes from our nicu. It¿s the 10ml and 20ml (ref # (B)(4)). It¿s occurring in doses of antibiotics and antifungals for our nicu (which is an atypical place to have doses of these volumes for us). We have looked and see that according to the lines they look filled enough, but the pump is reading the contained volume as less than what is needed to deliver the full dose. We have checked that it¿s not due to priming tubing or bringing the top piece of the pump down forcefully on the syringe plunger.

Manufacturer narrative:
(B)(4) follow up: it was reported there are underfilled syringes. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a panel view of an alaris pump. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.